Event description:
It was reported that the patient presented in clinic in backup vvi mode. The pulse generator had reached normal elective replacement indicator (eri). Device replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).